Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a break was observed on the catheter sheath on 11/5/2016. Solution proposed by anesthetist: repair the catheter with repair kit. To preserve and consolidate the catheter while awaiting its repair, a strap was placed around the crack. On (B)(6) 2016, physician was called regarding the leak at the breach of the catheter (18h45), clamp closed. Six injection attempts were made on the patient without success and a central venous catheter was placed by an anesthesiologist.